Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen (B)(6) 2022. On (B)(6) 2022 the patient experienced an urgent low during a scheduled test at their physician's office. He received cgm alarms on his watch and could not turn off the alarms. He knew the sensor was inaccurate because his vitals were monitored by the physician at the time of the test and he did not have any symptoms. He did not have his glucometer with him at the time of the event. After the inaccuracy at the physician's office he went home, took his regular insulin and ate. Later that day he said the sensor was accurate because his blood sugar was low and the cgm values were the same as the bg finger stick values, and he self-treated accordingly. The next day on (B)(6) 2022, the patient was nauseated with vomiting, sweating, and shaking. He could not think straight and felt like he was unable to move. The cgm did not indicate that he was low so he used a glucometer. The bg finger stick value was 47 mg/dl, and the cgm was approximately 20 mg/dl behind. His cgm low alarm was set at 70 mg/dl and no alarm had occurred. The patient started to black out and lose consciousness. His girlfriend was present and she gave him many glucose tablets and 3 pints of apple juice to drink. His bg increased to 140 mg/dl. Although he felt hot and cold for several hours after the event, the other symptoms subsided quickly as his bg stabilized. He did not require medical intervention. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.